Manufacturer narrative:
The user facility readily admits that the complaint device, a single pt use device, was re-processed. The user facility notes in their 3500 report to the FDA that the device was re-processed, and again in a follow-up phone conversation with this writer, it was reinforced that the complaint device was re-processed. However, neither in their 3500 report, or in their follow-up conversation, could they or would they identify the re-processor, whether it was the facility itself or an outside vendor. We are attributing the reported failure of the device to the re-use of a single pt use device, who's integrity may have been altered or compromised via re-processing process. It is possible if not probable that whatever energy the needle was subjected to in the re-processing process, may have fatigued the needle, rendering it less flexible and thus less accommodating to perform its originally designed and intended function. The complaint device obviously had previously performed as mfg, designed and intended to do so, and without incident. This reported device is, by the fact of having been reprocessed, the product of another MFR, the re-processor and their responsibility. No further action is warranted. However, mitek will continue to track and report on any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Mitek received a 3500 from the FDA that emanated from the reporting user facility. The medwatch report states that during a rc repair, a portion of the distal tip of a "re-processed" single pt use expressew suture passer needle broke off into the pt's joint space. Although a fragment was retrieved from the pt's body, and an arthroscopic examination revealed no more debris in the joint space, the surgeon is not sure if all of the broken fragments were retrieved, possibility of some portions of broken fragments remaining in the body. A subsequent phone conversation between this writer and the risk mgmt dept at the user facility brought forth the fact that the procedure was concluded successfully without further incident or harm to the pt.